Manufacturer narrative:
An intuitive field service engineer (fse) arrived on-site to review the system logs, identified a sensor issue, and replaced arm 4. Additionally, it and the fse collaborated to investigate the lost internet connection, determining that the issue was caused by a firewall configuration on the hospital side. The usm has been received a for failure analysis evaluation. However, the failure analysis investigation has not been completed at the time of this report.

Event description:
During a da vinci-assisted epicardial ablation procedure, 30 minutes into the procedure, a call was placed to intuitive surgical, inc. (Isi) technical support to report a "no cannula detected" message on arm 4. The caller stated they had already removed and reinstalled the cannula, air seal, and drape, but the issue persisted. A technical support engineer (tse) attempted to review the system logs; however, the on-site system was inactive during the call. The caller also mentioned that the system had been moved to a new room earlier that day, with the onsite cable plugged in. The caller was uncertain when asked if hospital it was informed about the system relocation. The tse recommended a power cycle of the system to address the fault. The caller relayed this suggestion to the surgeon, but the surgeon was uncomfortable performing a power cycle and decided to abort the procedure. No alternative system was available to continue the case.

Manufacturer narrative:
Updated sections: h3, annex codes: c, d. Device evaluation: an intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the issue in the logs but was unable to replicate. The fse replaced the universal surgical manipulator (usm) for customer satisfaction. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and found to have no functional issues and passed all relevant testing on a test fixture and worked as expected when installed on an in-house system. The complaint was confirmed based on the system logs, which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h11 for follow-up information.